Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. The patient received a cycler alarm and discontinued her treatment for the evening. The following day, when the patient removed the sample set from previous night the cycler she discovered fluid leaking from the sample set and the inside of the cassette door was set. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up the patient reported that her effluent has remained clear. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.